Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging his onetouch ping meter was displaying inaccurately high results compared to his back up meter. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012, prior to the start of the alleged issue, the patient reported feeling "shaky" and then tested his blood glucose. The patient reported obtaining a reading of "155 mg/dl" which he believed to be within his normal range therefore, took no action. However, 10 minutes later the patient reported testing again on his back up accucheck meter and obtained a result of "79 mg/dl". Based on statistical methodology, the calculated difference between these results exceeds the expected value of <=30 mg/dl performed within 30 minutes of each other. The patient did not report what medications he takes to manage his diabetes. The patient did not report if he made any changes to his usual diet, activity level or medications on the day of the alleged issue. The patient denied receiving any medical intervention in response to his symptoms. During the time of troubleshooting, the cca determined that the subject meter was in the correct unit of measurement, and the patient's testing steps were correct. The cca noted that the patient was using an approved sample site for collection of the blood samples. In addition, the cca noted the patient's test strips were in good condition. However a control solution test was not run due to the patient not having any control solution available. Replacement products were sent to the patient. Based on the information provide, the subject meter did not cause or contribute to a serious injury. The patient reported being symptomatic prior to the start of the alleged issue therefore the meter could not have caused the injury. However, the patient performed a meter vs. Another meter comparison where the calculated difference between those results meets lfs' criteria for accuracy reporting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the test strips passed all testing with no faults found. The meter was also tested and the primary complaint was not confirmed. However, unrelated to the primary issue, the meter was found to have a cracked display. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.